Event description:
It was reported the patient was visiting the healthcare provider (hcp) on the day of report for a routine refill and reported hearing alarm on (B)(6) 2013. The patient noted having increased back and leg pain. The pump logs showed a motor stall occurred on (B)(6) 2013 at 2216, and stopped pump period may exceed tube set 48 hours later. No motor stall recovery had yet occurred. The patient denied any recent MRI. There was no volume discrepancy at the refill. The hcp planned to program the pump to a minimum rate and cover the patient with oral meds. The pump was used to deliver baclofen and fentanyl and clonidine. It was later reported that the motor stall did not recover and the cause was still unknown. The patient was scheduled for a replacement for the week of (B)(6) 2013 and continued to be managed with meds. It was noted that no trouble shooting was performed. It was later reported that the revision date was rescheduled for (B)(6) 2013, but it was then reported the pump was actually replaced on (B)(6) 2013, as the motor stall had never recovered. The patient experienced low back pain as a result of the event. It was later reported the patient also experienced a 9 day history of increased pain associated with the event. The patient did not require hospitalization. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j0056581r, implanted: (B)(6) 2000, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory. (B)(4).